Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and replicated the customer reported complaint "broken at the tip." The instrument was found to have a blade broken. The blade broke rough 0.202" from the base and the broken piece was returned with the instrument. Visual inspection was performed and found that the broken blade exhibited mechanical indentations. The clamp arm exhibits teflon damage. No material appears to be missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic generator generated an error with the harmonic ace instrument. It was reported that the instrument was replaced with a new one but the error re-occurred with the new harmonic ace instrument. According to the customer, one of the harmonic ace instruments was found broken at the tip but the other was not found to be broken at the tip. The procedure was completed with no reported injury.